Event description:
It was reported that the bd syringe 50ml ll tip 1ml had tip breakage. The following information was provided by the initial reporter: material#: 309653, batch#: 5154170. Xxx, the ER manager at (B)(6), has reached out regarding a product failure using bd syringes in conjunction with an ICU medical 3 way stop cock where the tip of the syringe broke in the stop cock resulting in blood exposure due to blood leaking from the line. ICU medical code involved was b4020. The two syringes that snapped were a 50ml ll (bd309653, lot#: 5154170) and a 20ml syringe lot#: 5044971. I was not given the product code for this item but based on the product codes we get from bd I am assuming it applies to either bd302830 (ll 20ml) or bd302831 (20ml st). Ii assume bd can confirm product code based on lot number. Additional information received on 17oct2025. 1. Can you please provide an exact date of event in mm-dd-yyyy format? Oct 10, 2025. 2. What was the impact to the patient? Short delay in blood delivery. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None.

Manufacturer narrative:
A report was received indicating that the tip of a syringe had broken off inside a stopcock. To support the investigation, one sample in opened blister packaging was submitted for evaluation by the quality team. Upon visual inspection, it was confirmed that the syringe barrel luer tip had fractured and remained lodged in the stopcock. No additional defects or abnormalities were observed. Historical investigations have shown that excessive torque applied during the connection of the syringe to the stopcock can result in breakage of the syringe barrel luer tip. A review of the device history record was conducted for material number: 309653, lot: 5154170. This review did not identify any quality issues during the production of the lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned sample, the reported issue has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.